Manufacturer narrative:
Corrected data b5: this device is no longer reportable as the patient does not have any abbott devices. The initial report was sent inadvertently.

Event description:
Additional information received stated that the patient is from another manufacturer and they did not have any abbott devices.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that patient may undergo surgical intervention at a later date. The reason for the surgery is unknown.